Event description:
Caller alleged discrepant results with inratio meter versus lab. Inratio read low on patient finger-stick compared to lab. Patient was tested twice using different fingers. The first time, caller got a nes (not enough sample) error, the second time; they got a 1.4. Caller stated that it was hard to get blood from this patient. The patient went to lab the next day and inr was 3.25. Patient target range 2.5-3.5. No change in coumadin or other medications.

Manufacturer narrative:
Caller claims obtained nes (not enough sample) errors and then 1.4 on a patient. The next day a lab test was performed and obtained a 3.25. The values of 1.4 and 3.25 were not evaluated for accuracy because of the time elapsed between tests. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. For nes errors, no information in the complaint indicates inappropriate test strip exposure or misuse. Possible sampling error; per caller, "it was hard to get blood from the patient." Product deficiency not established. No further action required. No corrective action is required as no product deficiency was established.